Event description:
The manufacturer received information alleging the ventilator's display screen freezes and the device will not turn off. There was no harm or injury reported.the device was sent to a third party service center for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received additional information from the third party service center regarding a ventilator that was returned with an allegation the display screen freezes and the device will not turn off. During the evaluation of the device at the third party service center, the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed. Device was evaluated by a third party.